Manufacturer narrative:
Concomitants: serial number item number and full description. (B)(6), 320-36-00 - 145-deg pe 36mm hum liner +0, (B)(6), 320-10-05 - equinoxe reverse tray adapter plate tray +5, (B)(6), 320-31-36 - glenosphere, 36mm, (B)(6), 304-22-09 - 8.5mm platform fx stem right, (B)(6), 320-35-01 - small glenoid plate. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the humeral stem and the bone, which led to aseptic (non-infected) humeral loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 23 months after a total shoulder replacement procedure, the patient underwent a revision procedure to address loosening and pain. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.